Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for a system implant procedure. The pulse generator exhibited no pacing output. The device was not used. Another pulse generator was implanted successfully. The patient was doing well post procedure and would continue to be monitored.